Event description:
"Laparoscopic cholecystectomy" surgeon used first clip for marking on the cystic duct for cholangiogram and manually reopened instrument handle. Surgeon went to apply second clip after grams but instrument would not load clip and spit them out. Surgeon requested 2nd universal clip and successfully occluded the vessel. Went to apply second and was able to occlude the vessel but the jaws would not release the clips. Surgeon wiggled instrument to release the clip and the jaws fell from the instrument.

Manufacturer narrative:
The incident device has been returned and currently undergoing engineering evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.